Manufacturer narrative:
(B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (manufacturer), and (B)(4) (importer). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250 ml/hr and 25 ml for 6 minutes (piggyback) tested in specification: 1st test: 24.9ml of 99% of expected volume; 2nd test: 24.8ml of 99% of expected volume; 3rd test: 24.9ml of 99% of expected volume. In a f/u call to the facility, the reporter stated that she had no additional info regarding the infusion parameters as the pump is returned to the pharmacy only when there are issues on the floor. The reporter did confirm that there was no pt injury associated with this event and provided the name of the nurse mgr who could possibly provide further info. At this time, attempts to contact the nurse mgr have not been successful. The pump's operational log was reviewed. The actual event date was not provided however per the event description, info indicated the pump alarming as the infusion was completed resulting in an under infusion of a piggyback solution. The last date of activity on the pump was (B)(6) 2013; no alarm was displayed on this date. There is no indication in the logs of the piggyback function being used. Therefore, the log review was performed for the last date of infusion activity on (B)(6) 2013.

Event description:
(B)(4).